Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the guidewire was difficult to remove. The stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A .018/260 cm platinum plus guidewire was selected for use during the procedure. While operating within a heavily occluded vessel, the surgeon attempted to withdraw the guidewire. During this process, the wire uncoiled inside the patient. Notably, there was no harm to the patient, and the guidewire remained intact despite the uncoiling. The device was removed by pulling even after it uncoiled. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The device was returned for analysis packaged in a generic plastic bag. Initial visual inspection did not reveal any obvious failures or findings that could be compromised by the decontamination process. Upon further inspection, it was observed that the proximal braze attachment had become detached.

Event description:
It was reported that the guidewire was difficult to remove. The stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A .018/260 cm platinum plus guidewire was selected for use during the procedure. While operating within a heavily occluded vessel, the surgeon attempted to withdraw the guidewire. During this process, the wire uncoiled inside the patient. Notably, there was no harm to the patient, and the guidewire remained intact despite the uncoiling. The device was removed by pulling even after it uncoiled. There were no patient complications as a result of this event.